Event description:
A known hepatitis c patient is dialyzed on the machine on monday, wednesday and friday mornings. On the same days another pt is dialyzed in the afternoon. The afternoon pt contracted hepatitis c.